Manufacturer narrative:
The device history record for the lot number, m5089t506, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was received and evaluated. The device came with the original packaging. The position of the thumb valve did appear to be fully upright (closed). After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to the mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue dye and suctioning occurred. When the thumb valve was fully depressed and suctioning increased. The thumb valve was turned 90 degrees and suctioning did not occur. Suctioning occurred when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers)

Event description:
It was reported that the patient was intubated in the pediatric intensive care unit. The respiratory therapist noticed the closed suction catheter did not turn off when the thumb valve was in the locked position and turned the thumb valve to the 90 degree position; however, the closed suction catheter still did not turn off. The catheter was changed out and the issue was resolved. There was no harm to the patient.